Event description:
Patient was revised due pain, metallosis, and h.o.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
**Update** 08/23/2012: litigation documents were received. Litigation alleges that the patient suffered pain, stiffness, discomfort, and weakness which in turn negatively affects the patient's mobility and quality of life. The patient also had excessive levels of chromium and cobalt. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.